Manufacturer narrative:
The insulin pump alarmed prime during prime test at due to faulty force sensor. The insulin pump received with cracked case at display window corners, belt clip slot and minor scratched display window.

Event description:
The customer reported that the insulin pump had a compromised force sensor system alarm and was squirting out insulin during priming. Blood glucose level at the time of the incident was 418 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.